Event description:
It was reported that the patient, implanted in 1998, had auditory misperceptions and felt pain when he was wearing an audio processor in the last two weeks. Telemetry measurements performed on friday, (B)(6), 2012 showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.